Event description:
During routine testing of the device at the service center, the service technician reported, the battery failed the main battery test. This monitor was originally returned for repair of an arterial module standard reference sensor failure when the battery issue was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.